Event description:
Discordant low advia centaur xp vancomycin results were obtained by the customer on a new reagent lot when performing a lot to lot patient comparison. The customer respun the samples and repeated the patient comparison and the difference in results was less, however lower results were observed with the new reagent lot. A second new reagent lot was provided to the customer for repeat patient comparison and the difference in results was improved. There was no known report of adverse health consequences due to the false low advia centaur xp vancomycin results.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection and observed that the probe calibrations for reagent port 1 and reagent port 2 dispensing was off and aligned them both. The fse performed a follow up visit and there were no lot to lot precision issues observed since the initial fse visit. The instrument is performing with specifications.